Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: on (B)(6) 2026, the physician operated the endoscopic camera system normally and the system was functional. After connecting the camera, powering on the entire unit and the device, and installing the surgical lens, the image was clear and usable. Following completion of the examination on one patient, the display screen suddenly distorted during the examination of the next patient, without turning off. The physician restarted the endoscopic camera system and found that the connected screen still showed no image, and the fault persisted. The physician replaced the endoscopic camera control unit to continue the patient examination. The faulty control unit was taken out of service for repair. No negative impact in state of health reported.